Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the unit was returned to the factory service department for repair where the reported issue was reproduced and the cause was determined to be isolated to the control printed circuit board. The control printed circuit board was sent to the failure analysis department for further evaluation. Upon completion of the evaluation a follow-up report will be submitted at that time.

Event description:
The customer stated that during testing the screen went blank and only the light emitting diode's stay illuminated. There was no patient involvement at the time of the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty control board assembly and was able to reproduce the reported issue and isolate it to a corrupt bootloader. This failure is part of an internal investigation.